Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis revealed that no anomalies were found and that the setscrew was missing a part.

Event description:
It was reported that the screw came out of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.